Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a crease in the response button cable. The root cause for the creased cable could not be positively identified. No adverse event resulted from the defective electrode belt or monitor. Device manufacture date: monitor: 8/23/2012. Belt: 7/1/2014.

Event description:
A us distributor returned a patient's electrode belt and monitor. It was reported that the electrode belt was producing frequent adjust belt/check belt messages and that the monitor's response buttons were non-functional.